Event description:
This case was cross referenced with cases: (B)(4) (same patient). This unsolicited case from united states was received on 11-oct-2017 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency patient had severe pain. Patient fell on her knee (in 2010) and had issues with her knee since then but she was not sure if she had osteoarthritis. No concurrent condition, concomitant medications, and past medication was reported. On an unknown date in 2011, the patient received first injection with intra-articular synvisc one injection once (dose, indication, lot number and expiration date: not reported). On an unknown date in 2011, after unknown latency, patient had severe pain. So the patient had to use wheelchair for 2 months. Corrective treatment: wheelchair user. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: persistent or significant disability. Pharmacovigilance comment: sanofi company comment dated 18-oct-2017: this case concerns a patient who received treatment with synvisc one and later experienced severe pain. A significant temporal relationship cannot be established as product start date and event onset date is unknown and hence causal role of suspect product cannot be denied in occurrence of the event. However, lack of information regarding medical history, concurrent condition and past drug precludes complete medical assessment of the case.